Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) is unknown. No product information has been provided to date. Protocol # 510k is unknown. No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used conditions without its original packaging. The sample was visually inspected with a 12 inches distance under normal conditions of illumination. During the visual inspection, it was seen that tube had a crack. Functional testing was performed and the sample failed the leak test. The root cause was related to the manufacturing process. A corrective and preventative action plan has been opened to address the reported issue and in order to implement proper corrective actions..

Event description:
It was reported that during a pre-use check on the product, the customer found a crack on the product. No patient injury was reported.